Event description:
The following was reported to hamilton medical ag: "error code 233004" (autozero error qaw/paw). No patient impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).